Event description:
The trunion on proximal end of broach #1 and #1 neck trial jammed together. The surgeon had to use an osteotome and mallet to remove and separate the two pieces to be able to extract the #1 broach. There was no adverse consequence for the pt.